Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastro jejunal anastomosis, during the descent of the anvil in the esophagus, the anvil disengaged from the gastric tube. The surgeon retrieved the anvil with the security coil. The incident happened a second time with another device from the same lot. No clinical consequence for the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The device¿s anvils were observed to be tilted and separated from the tubings. Cross cutting staple line marks were observed on the cut mylar cutting ring. The devices were subjected to measured device¿s anvil retention tests with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.